Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: customer reported needle that did not retract after the safety button was depressed, no one was poked thankfully.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: customer reported needle that did not retract after the safety button was depressed, no one was poked thankfully.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 3129614, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle was partially retracted inside of the needle grip. The needle appeared to stop at the junction where the safety barrel and grip were connected. Therefore, based off the provided photo the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to a misalignment between the safety barrel and the manufacturing equipment.